Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The contrast leaked into the patient. No fragments left in the vertebral body.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unspecified surgery, the balloon burst after being inflated at about 116 psi. The product came in contact with the patient. No patient complications were reported as the result of the event. There was an unknown delay in the overall procedure.

Manufacturer narrative:
Product analysis: visual, functional and microscopic evaluation revealed that the ibt was returned with dried blood in the balloon. There is a pinhole in the balloon near the distal peak. Punctures in this area are consistent with damage from sharp bone in the vertebral body. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.